Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. Subsequent noise was noted on the ra channel due to being in unipolar configuration. It was questioned if this could be due to minute ventilation (mv) oversensing; however, the noise was reviewed and it was noted that there was no apparent mv oversensing. Troubleshooting and programming options were discussed. There was also a right ventricular (rv) signal being observed on the ra channel, but was not being oversensed by the device. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted the device was reprogrammed to unipolar pace and bipolar sense. No adverse patient effects were reported. The lead remains in service.